Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 24 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with stent struts in the proximal region found to be lifted and bunched. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16apr2021. It was reported that crossing difficulties and shaft kink occurred. Vascular access was obtained via the femoral artery. The 85-90% stenosed target lesion was located in the severely tortuous and non-calcified left anterior descending artery. The lesion was pre-dilated with a non-boston scientific balloon. A 24 x 4.00 promus elite mr drug-eluting stent was then advanced but failed to cross the lesion. Pre-dilation was performed again, however, the promus elite still failed to cross the lesion and the shaft became kinked. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.